Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case.

Event description:
During a transcatheter pulmonary valve replacement procedure, when trying to retrieve the delivery system, it was noticed that the esheath was split. Post removal it was seen the radiopaque marker from the sheath had separated, and remained in the patient. As reported by field clinical specialist (fcs), post deployment of the 26mm sapien 3 valve in a stenotic/regurgitant 27mm mosaic valve in the pulmonic position. Access was gained, pressures and measurements done.  The plan was to first fracture the mosaic valve stent to increase the area and implant a larger sapien 3 valve. 2 vida balloons and 1 true balloon were used, all of which were ruptured by the high level of calcification inside the mosaic valve. Next, they implanted a 26mm sapien 3 valve with no issues. There was no leak after deployment of the sapien 3 valve, but it was noted that there was a significant waist on the s3 valve on one of the commissures at the location of the heavy calcification, which improved slightly after post dilation. During post-dilation the delivery system balloon ruptured. When trying to retrieve the commander system, it was noticed that the esheath was split. Various troubleshooting maneuvers were attempted, and eventually the commander system was pulled into the sheath as far as possible, and then removed both components together as a unit. It worked and there was no damage to the patient¿s vessels. However, it was then noticed that there were two items still in the body. The commander delivery system tip was still in the body, which upon removal was discovered to be the tip and the distal ½ of the balloon. Second, the radiopaque marker at the distal end of the esheath. A snare was inserted and the commander tip/balloon was grabbed and retrieved. Multiple attempts were made with the snare to retrieve the radiopaque sheath marker, but no success. It was a very difficult case.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Correction to event, update to PMA/510k,and if follow-up, what type. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2019-00435. A voluntary medwatch was also submitted for this patient. Medwatch report 0502620000-2019-8002 was received and reported that a product problem occurred during use of a 14f esheath in a 28 year-old male. The date of occurrence is listed at jan-2019. The medwatch form does not indicate an adverse event occurred.  No further details were provided on the form submitted.  Attempts were made to obtain additional information from the medwatch reporter; however, per the reporter (clinical risk manager) who does not work in the hospital, ¿I can only report information that I receive from the department involved or in the medical record. If there are incomplete elements in the report it is because I was unable to get a response from the manager or staff directly involved.¿  attempts were made to obtain additional information from the facility/staff; however, with the limited information provided (no patient name, initials, date of birth, exact date of the procedure), the staff could not determine which case/patient the report was regarding to and therefore, could not provide any additional information.   A search of exiting complaints identified one other similar complaint from the same facility, in the same month, regarding an esheath, which was determined to be edwards medwatch report number 2015691-2019-00434. The discrepancies between the voluntary medwatch report and edwards medwatch are as follows: -voluntary medwatch esheath lot number: 61690007 vs. Edwards medwatch 2015691-2019-00434 esheath lot number: 61699186 - voluntary medwatch patient age 28 years vs. Edwards medwatch 2015691-2019-00435 patient age 27 years despite these minor discrepancies, the voluntary medwatch report appears to be associated with edwards medwatch report number 2015691-2019-00434 and are considered to be duplicates. The device was not returned for evaluation as it was discarded by the hospital staff. A review of the photographs provided showed the distal marker was attached from the sheath in its intended location while in the patient. The guidewire was non-coaxial with the sheath suggesting damage to the sheath. There was compression in the balloon spring suggesting tension in the system. A post procedural image of esheath showed the liner was delaminated ~2¿ from the distal tip. It was unclear if there is damage to the distal tip and the presence of the marker band it unknown. A post procedural image of delivery system showed the balloon burst and the distal end separated from the rest of the delivery system. The balloon wings appeared flared. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint were reviewed and did not reveal any issues that would have contributed to the complaint event. A lot history review of the work order revealed no other complaint relating to ¿sheath distal tip ¿ split¿, ¿sheath distal tip ¿ liner delamination¿, or ¿sheath distal tip ¿ separated marker¿. A review of complaint history from february 2018 to january 2019 for the edwards esheath introducer set (all models and sizes) revealed returned complaints for ¿sheath distal tip ¿ split¿, ¿sheath distal tip ¿ liner delamination¿ and ¿sheath distal tip ¿ separated marker¿. The complaints were confirmed, but no manufacturing non-conformances were found in the returned samples. Available information suggested that patient and/or procedural factors may have contributed to the events. Regarding ¿sheath distal tip ¿ separated marker¿, a product risk assessment was previously initiated and corrective/preventative actions were addressed through a CAPA. Since no manufacturing non-conformities were identified in the returned samples and both complaint and fmea occurrence rates do not exceed their respective limits, no further corrective or preventative action is required. A review of complaint history revealed that the occurrence rate does not exceed the january 2019 control limits for the trend category, ¿damaged¿, ¿liner delamination¿ and ¿separated¿. The sapien 3 is not currently approved for use in the pulmonic position. The esheath IFU, commander delivery system IFU, and procedural training manual for use in transcatheter aortic valve replacement were reviewed for applicability to this procedure and for guidance involving esheath and delivery system usage. The most applicable slide contained the following information for removing a ruptured balloon through the esheath: ¿if delivery system balloon ruptures or leaks during deployment without thv embolization, do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath).  Maintain guidewire position, check for pv leaks under echo, if post-dilation needed, use a new delivery system.  No IFU/training deficiencies were identified. During manufacturing, the sheath shaft component and the tip were 100% visually inspected. During the manufacturing process, the esheath underwent 100% visual and dimensional inspection by both manufacturing and quality. During product verification (pv) testing, samples underwent visual inspection and expander testing. All samples from the related lot passed pv testing. These inspections indicate that the esheath has sufficient inspections in place to identify defects related to the complaint event. The complaints for ¿sheath distal tip ¿ liner delamination¿ was confirmed based on imagery provided by the complaint site. The complaint for ¿sheath distal tip ¿ split¿ and ¿sheath distal tip ¿ separated marker were unable to be confirmed. As the device was not returned for evaluation, engineering was unable to perform any visual, dimensional, or functional analysis on it, and the presence of a manufacturing nonconformance could not be confirmed. However, a review of the lot history, complaint history, and DHR revealed no indication that a manufacturing nonconformance contributed to the complaint events, and a review of manufacturing mitigations further supports that the device has sufficient inspections in place to identify defects related to the complaint events. A review of the IFU/training materials revealed no deficiencies. According to the complaint description, ¿they decided to post-dilate and during postdilation the commander balloon ruptured¿. The ruptured balloon likely caused withdrawal difficulties which contributed to the complaint events. A ruptured balloon has an altered profile, which may hinder it from being easily withdrawn into the sheath. This can cause the delivery system to become stuck on the tip of the sheath, requiring additional force to remove it. The additional force may have contributed to the reported split in the distal tip and separated c-marker band, as well as the confirmed liner delamination. Available information therefore suggests that procedural factors (withdrawal of a ruptured balloon) contributed to the complaint events. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Regarding the distal tip split and the liner delamination, as no product nonconformances were identified, corrective/preventative actions are not required. Regarding the separated marker, a product risk assessment was previously performed, and a CAPA was previously initiated to address reported marker band separation, however, the cause of the dislodgement in this case is procedural, and the complaint event is unrelated to the CAPA. The complaints for ¿sheath distal tip ¿ liner delamination¿ was confirmed based on imagery provided by the complaint site. The complaint for ¿sheath distal tip ¿ split¿ and ¿sheath distal tip ¿ separated marker were unable to be confirmed. Available information suggests that procedural factors (withdrawal of a ruptured balloon) contributed to the reported events. No manufacturing non-conformances were identified, and a review of IFU/training materials revealed no deficiencies. Because the complaint rates do not exceed control limits, no corrective or preventative action is required. Trending for this type of complaint will continue to be monitored. - attachment: [2019-00534 voluntary medwatch.pdf]

Event description:
During a transcatheter pulmonary valve replacement procedure, when trying to retrieve the delivery system, it was noticed that the esheath was split.  Post removal it was seen the radiopaque marker from the sheath had separated, and remained in the patient. As reported by field clinical specialist (fcs), post deployment of the 26mm sapien 3 valve in a stenotic/regurgitant 27mm mosaic valve in the pulmonic position, access was gained, pressures and measurements done.  The plan was to first fracture the mosaic valve stent to increase the area and implant a larger sapien 3 valve.  2 vida balloons and 1 true balloon were used, all of which were ruptured by the high level of calcification inside the mosaic valve.   Next, they implanted a 26mm sapien 3 valve with no issues.  There was no leak after deployment of the sapien 3 valve, but it was noted that there was a significant waist on the s3 valve on one of the commissures at the location of the heavy calcification, which improved slightly after post dilation.  During post-dilation the delivery system balloon ruptured. When trying to retrieve the commander system, it was noticed that the esheath was split.  Various troubleshooting maneuvers were attempted, and eventually the commander system was pulled into the sheath as far as possible, and then removed both components together as a unit.  It worked and there was no damage to the patient¿s vessels. However, it was then noticed that there were two items still in the body. The commander delivery system tip was still in the body, which upon removal was discovered to be the tip and the distal ½ of the balloon. Second, the radiopaque marker at the distal end of the esheath. A snare was inserted and the commander tip/balloon was grabbed and retrieved. Multiple attempts were made with the snare to retrieve the radiopaque sheath marker, but no success. It was a very difficult case.